Event description:
The company was informed that the patient is experiencing intermittencies followed by loss of look and soft tissue swelling at the implant site. The patient was prescribed antibiotic (type unknown) and steroids to reduce the swelling. The patient continues to be monitored.